Event description:
It was reported that, after a bhr surgery performed on (B)(6) 2009, the patient developed a pseudotumor and metallosis. A revision surgery was performed on (B)(6) 2024, in order to remove the bhr modular head 40mm, r3 40mm ID intl cocr liner 52mm, the modular sleeve -4mm 12/14, the ref spher head screw 20mm and r3 3 hole ha ctd acet shell 52mm. The surgeon noticed that the screw was a little proud and there was a small scratch on the back of the liner from the screw head. Also, the damaged tissue was removed and took samples. The liner and head had obvious metallosis debris on extraction. The surgeon replaced the system with an or3o liner, or3o dual mobility insert and an oxinium head. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A photograph of the alleged device was provided for evaluation. Based on the image evaluation, a dark stain is observed in the interface between the sleeve and the head. Apart from that, no other clear signs of damage have been identified. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the modular head, the modular sleeve, the liner, the head screw, the acetabular shell and the femoral component. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified for the head screw, the acetabular shell and the femoral component. For the modular head, the modular sleeve and the liner prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. As of the date of this investigation supporting clinical/ medical documentation has not been provided; therefore a clinical root cause for the reported events cannot be determined. No further clinical assessment is warranted at this time. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.